Event description:
The filter deployed and the dome did not immediately expand. A few moments later the dome expanded, however, the filter is not located in its planned location. The filter remains implanted.